Manufacturer narrative:
Product analysis: no product was returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that four years, nine days following the implant of this transcatheter bioprosthetic pulmonary valve, the valve was explanted for unknown reasons and a new pulmonary valve was implanted. No additional adverse patient effects were reported.